Event description:
It was initially reported that the patient had a stroke but it was unclear if it was related to the implantable neurostimulator (ins) therapy. Follow up information received from the healthcare professional (hcp) reported that the patient ¿evidently¿ had a stroke in (B)(6) 2010 and was taken to the hospital. No additional details were available. Further follow up information received on (B)(6) 2011 that the last time the patient was seen in the clinic was on (B)(6) 2010 and that they were not seen in (B)(6) 2010 at the facility. It was also noted that the last time the patient was seen by their physician was (B)(6) 2010. In addition, the hcp did a search of the patient¿s records and could not find anything related to a stroke or other problems. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3387-40, lot# j0555645v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3387-40, lot# j0555645v, implanted: (B)(6) 2005, product type: lead. (B)(4).